Event description:
Consumer is alleging she was using a humidifier during the night and awoke to a smoke detector going off. She saw the humidifier on fire and was able to put it out with a wet towel. Her home sustained property damages. No injuries were reported with this incident.